Event description:
The customer contact reported a leak of a chemotherapeutic agent. The soluset was filled with an unspecified volume of an unspecified chemotherapeutic agent. It was reported that 30 seconds after the delivery was started, a leak was noted approx one foot below the soluset. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. The customer contact reported that after the tubing set was removed from clinical use, it was flushed with a saline solution. It was reported that a "needle hole" was noted at the location of the leak. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the intl list number that is comparable to the domestic list number in the "other" field. The domestic list number has a common device name of a 80fpk and has a 510k of k063239. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).